Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient underwent vns generator explant surgery as the patient had picked at the incision site so much that the wound was open and the generator was exposed. It was reported that there was no infection and there was no plan for replacement at the time. No additional relevant information has been received to date.